Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the physician stated he had to revise the leads due to high impedances. Reportedly, the physician sutures the leads in place of using anchors.